Event description:
This ra lead dislodged and was revised (B)(6) 2022, then was noted the next day to be dislodged again with no capture or sensing but was pacing. There was no second revision and device was programmed to vdd. On (B)(6) 2026, lead explant was attempted and due to extensive adhesions, vein fibrosis, and significant stenosis, multiple attempts with multiple tools and approaches were unsuccessful at removing this lead and required two additional physicians' assistance, resulting in an expected lead break. There was a residual fragment left in the bcv after further multiple attempts, including balloon venoplasty, failed to remove fragment. The ra lead fragment remains implanted and remainder of the crt-d system was explanted and a new system implanted on (B)(6) 2026. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.